Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Drug company complaint analyst reported that a patient had a percutaneous endoscopic gastrostomy with jejunal tube (peg-j) placed on (B)(4) 2017 for administration of duodopa intestinal gel. The patient reported to the nurse that the device was leaking medication at the connector. The patient is reportedly still using the prescribed medication. No further event or patient information was provided.

Manufacturer narrative:
The product was not returned, and photos of the complaint device are not available. The device is not expected to be returned. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Due to the device not being returned and limited provided information, a definitive root cause could not be determined. We will continue to monitor for similar complaints.